Manufacturer narrative:
Th nonconformity product was not noticed and separated in time, leading to n.g production being sent out, in view of this condition, we have done following steps. Training our assemble workers, enhance quality awareness. (B)(6). Training our q.c, increase sampling percentage and inspection frequency. (B)(6).

Event description:
Dealer reports the unit was rec'd w/ bent cross brace.